Event description:
It was reported that the patient alert triggered, and the lead exhibited high impedances, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 34 - ventricular nst<=210 ms between (B)(4) 2012 02:31:32 and (B)(4) 2012 13:28:08. 1 - vf=120 ms average v-cycle on (B)(4) -2012 12:25:43. Sensing - interference/noise: ventricular short interval count v-sic=255.1 counts avg/day, in 2.81 days, between (B)(4) 2012 14:49:51 and (B)(4) 2012 10:23:23. Impedance - high resistance/impedance: 1 - patient alert for rv. Pace lead z > 3000 ohms on (B)(4) 2012 03:00:04. Weekly pace lead measurement log data shows an abrupt increase for max v. Pace= 656 to 6592 ohms peak between (B)(4) 2012 and (B)(4) 2012.